Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It is unknown if the consumer's meter was coded correctly for the lot number of the test strips (code: 20). If it was not, it may have contribute to the alleged incorrect readings. The meter and test strips will be returned for evaluation. Test strip lot # 1020214027, expiration date: 01/31/2016, control solution lot number none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Not returned to manufacturer.

Event description:
Consumer called in concerned about high blood glucose readings lately, specifically this morning. Blood glucose result pulled directly from the meter-time is 1 hour fast (B)(6) 2015 at 9:13 am bg 492 mg/dl (fasting); consumer checked her bg with her husbands p-link and the ts in question right after and received a 292 mg/dl. According to the consumer, "...-she treated herself with insulin based on this result...." The consumer also reported that her 'normal' fasting bg result in the morning is between '150-200' during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It is unknown if the consumer's meter was coded correctly for the lot number of the test strips (code: 20). If it was not, it may have contribute to the alleged incorrect readings. The meter and test strips will be returned for evaluation.